Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure the patient was intubated due to an anesthesia complication of negative pressure pulmonary edema. The patient was stabilized and the procedure was completed without further incidents. Follow-up indicated that the patient was discharged from the hospital and recovered without sequelae. The patient is currently using the device to find effective pain relief.